Event description:
Spacelabs received a report that a pt monitor failed to alarm for an atrioventricular (av) block condition. The monitor later alarmed when the pt went into asystole.

Manufacturer narrative:
Testing carried out by the field service engineer in the hosp confirmed that the pt monitor worked to specifications. The operation manual of the 91496 command module states that this module supports alarms for asystole, but not for atrioventricular (av) block. The customer was made aware of this. No one has been injured as a result of this alleged malfunction. This report is considered final and the issue is closed.